Event description:
When removing drapes, staff noticed an open wound on upper abdomen. Dr was present and staff informed md of wound. Staff discovered the burn hole through drapes. Never heard noise from bovie handpiece during case, never smelled burn odor and pt never complained of pain or discomfort. Retreived bovie for evaluation. Dr treated wound. Pt informed of incident-reacted cooperatively.